Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open upper left lobectomy, when stapling the bronchus, there was poor staple formation. It was reported that the bronchus was not airtight. The surgeon closed the air leak on the staple line by oversewing with 5 stitches. The surgical time was extended for more than 30 minutes.